Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned low results for 1 patient sample tested for elecsys vitamin b12 immunoassay (vitamin b12), elecsys folate iii assay (folate iii) and elecsys ferritin (ferritin) on a cobas 6000 e 601 module. Based on the data provided, the ferritin results were erroneous and reported outside of the laboratory. The initial ferritin result was 1.93 ug/l. This result was reported outside of the laboratory. The repeat result was 280 ug/l. No adverse event was alleged. The ferritin reagent lot number was 146266. The expiration date was not provided. Calibration and quality controls were acceptable. The sample was processed around 2:00 p.m. No questionable alarms were identified at that time during a review of the alarm trace. A specific root cause could not be identified. Since all the results the customer questioned were low, the most likely root cause of the issue is related to the sample. The sample tube could have been tilted on the rack, there could have been foam or air bubbles on the sample or there was a drop of sample above the surface of the sample which can lead to false liquid level detection.